Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the lead was explanted, and two new leads were added for better coverage of left low back. The explanted device will not be returned as it was discarded by the facility.